Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized with paroxysmal chest distress and shortness of breath. Angiography revealed three vascular lesions. A 3.0 x 15mm xience xpedition stent and a 2.5 x 15mm xience xpedition stent were implanted in proximal left anterior descending (lad) artery with 95% stenosis. The patient was discharged on (B)(6) 2014. Information received from a two-year follow up on (B)(6) 2017 indicated that the patient was re-hospitalized in (B)(6) 2016 with chest pain but the exact date is unknown. Angiography or computed tomography were not performed. The patient was treated for half a month, and after the patient improved, they were discharged but the exact date is unknown. It remains unknown if the stents are patent. Per the physician, the relationship between the event and the device is unknown. The patient has occasional symptoms. No additional information was provided.